Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that 111 pieces have "off center starter hole". These products were not used by any patients, no harm reported. No photograph depicting the reported complaint issue was submitted by the complainant.